Manufacturer narrative:
The perm-loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not achieving paresthesia on the table, migration, and no attempts to reprogram the waa have been ruled out as potential causes of the reported issue. The patient does not have any contraindication conditions and the cause of the swelling is unknown. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, CAPA is not required. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported not receiving enough relief from the device. They also reported discomfort at the device site and swelling when using the device. An ultrasound was performed and results were negative. The patient healed well from the procedure with no erosion or migration. An explant procedure was performed on (B)(6) 2022 and no further issues have been reported.

Manufacturer narrative:
The perm-loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not achieving paresthesia on the table, migration, and no attempts to reprogram the waa have been ruled out as potential causes of the reported issue. The patient does not have any contraindication conditions and the cause of the swelling is unknown. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, CAPA is not required. Loss of therapy/no therapy issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported not receiving enough relief from the device. They also reported discomfort at the device site and swelling when using the device. An ultrasound was performed and results were negative. The patient healed well from the procedure with no erosion or migration. An explant procedure was performed on (B)(6) 2022 and no further issues have been reported.